Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited infection. Reportedly, the patient went to the hospital for severe pain and swelling after a recent battery replacement due to defect and battery depletion alert. A revision was performed, and the s-ICD was explanted, while the implantable lead, remains in service. No additional adverse patient effects were reported. This s-ICD was not returned for analysis. Additional information indicated that the patient is currently wearing the wearable cardioverter-defibrillator (wcd). This device will not be returned for analysis.